Event description:
The customer reported that the image was washed out and not clear.

Manufacturer narrative:
The ge service rep checked the voltages, then adjusted the focus. Now the image is clear and meets manufacture specifications.